Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 43 mmol/l. The customer¿s blood glucose value was over 30 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experience nausea, vomiting, abdominal pain and difficulty in breathing due to high blood glucose value. The customer treated high blood glucose with insulin drip and manual injection. Based on customer¿s report customer does not allege under delivery. The customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.